Manufacturer narrative:
It was reported x-rays were taken on an unknown date.

Event description:
Patient was implanted with nail and spiral blade on an unknown date approximately six years ago (2007). The surgeon reported the patient had fallen recently, date unknown. X-ray taken on an unknown date showed no sign of breakage of the nail. The patient is scheduled for removal of hardware and revision surgery for a total hip replacement the week of (B)(6) 2013, date unknown. This report is for an unknown nail. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant unknown. Reportedly the device was implanted 6 years ago (2007). Date of explant is unknown. Scheduled removal of hardware during the week of (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.